Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit, the field service engineer (fse) adjusted mechanical sensors. Preventive maintenance was performed and system verification was successfully completed to specification. Logfile review showed several treatments performed on that day. Error message (fundamental energy error) appeared in last treatment. Treatment was interrupted by safety system. Need of mechanical adjustment of sensors due to wear. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the femtosecond laser stopped working during flap cut. The surgeon managed to cut roughly one third of the bed. Surgery was postponed. New information was received. The system has been fixed. The patient has still not been treated yet.